Manufacturer narrative:
This report is being submitted to request the withdrawal of this MDR. This report was submitted with an erroneous facility establishment identifier (fei) within the manufacturer report number. A new initial report is being submitted under the following manufacturer report number: 3015237508-2026-00003. This number contains the correct fei for the manufacturer of this device.

Event description:
It was noted within a customer's profile within the crm database, that a patient with vascular compromise had a hygh-tec device placed at an unknown point in their treatment. The patient underwent a rectal resection at an unknown point in their treatment and for an unknown cause. Information was received related to this report that stool drainage devices were banned from use in patients with vascular compromise in the future. Although the reason for rectal resection is not clear, the receipt of information related to this complaint, that the use of stool drainage systems was banned, reasonably suggests that the device may have caused or contributed to patient requiring a rectal resection. No additional information was available.

Manufacturer narrative:
No product was returned. Neither lot information nor device usage details were provided. Based on the available information, no evidence of a product defect, malfunction, or manufacturing-related issue was able to be confirmed. Potential root causes for the reported complaint are incorrect indication / individual case assessment or incorrect / too large filling volume, however without additional information, the definitive root cause could not be confirmed. Therefore, the investigation revealed that a root cause could not be established for the reported complaint. Complaints regarding rectal resection for the hyghtec drainage system will continue to be monitored and trended.